Manufacturer narrative:
This device was returned to omsc for evaluation. The evaluation confirmed that a communication error occurred and the image disappeared when the device was power supplied for an hour. In addition, when the electric board of the video connector was warmed, a communication error occurred. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. Based on the evaluation result, it is considered that the reported event occurred due to the damaged of the mounted component on the electric board within the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image of the subject device disappeared during a therapeutic procedure. When the user facility turned off/on the video system center, and re-connected the device to the video system center, the image of the device recovered. The user facility completed the procedure using this device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".